Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that low efficiency/concentration of intraocular gas was observed after surgery in two patients. The patients required re-operation with gas from another bottle the day after the first intervention. No consequences to the patients were reported. Since the surgeon exchanged the gas no other issue was detected in further surgeries. Additional information has been requested but not received to date. This is one of three medical device reports.